Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was on vacation in (B)(6) and fell off a boat, causing moisture damage on the insulin pump. Customer was on regular insulin and was driving back to (B)(6). Pump was alarming when the customer got out of the water. Pump had an unexpected restart alarm and then gave a 4 pixel bar down the center of the screen. Then, the backlight came on and it died. Customer's blood glucose level was 7.0 mmol/l. Customer reported that there was fluid under the lcd display. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify unexpected restart alarm, backlight anomaly, display anomaly due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.